Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. The livanova field service representative in charge tested unit: systems would warm and cool to temperature setting. The heating of the cardioplegia and patient would take longer than expected. According to the livanova field service representative, build up on heating element could be the cause of the temperature not being able to meet setting in the time needed. Heating elements have been replaced and temp test was run. Results are now in specifications: system working properly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, before the procedure, the perfusionist set the temperature of the 3t heater cooler at 38°c degrees. The priming temperature was around 24°c degree. According to perfusionist, the 3t heater cooler was warming by 0.1°c degrees every 6-8 minutes. The 3t heater cooler was changed out before procedure. There was no patient involvement.

Manufacturer narrative:
H10: the reported failure can be traced back to defective heating elements in the patient tank most likely due to wearing.

Event description:
See initial report.